Event description:
It was reported that there was a malfunction of the ambicor penile prosthesis (app). The app cylinders were not filling. The app was explanted and a new spectra penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Adverse event/product problem: changed from product problem to adverse event and product problem.

Event description:
It was reported that there was a malfunction of the ambicor penile prosthesis (app). The app cylinders were not filling. The app was explanted and a new spectra penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.